Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. The patient reported that she was having trouble with where the ins was in her back. The patient reported that the area had got to be really irritated. The patient reported that a trigger point injection helped but she needed one every 8 weeks. The patient reported that it was only comfortable when she reclined. The patient reported that they ¿shifted¿ where they put it but it didn¿t take long and the device was right back to where it was. The patient reported that the doctor was going to remove the ins, leave it out for 6 months to a year then possibly put back in if the patient needed it. The patient reported that the doctor told her to call in and ask about a cap to put in the leads. No further complications anticipated.

Event description:
Additional information was received from the patient. It was reported for now the patient had no implant. After ten years of use the site was very irritated. Since removal, the site was getting better.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.